Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. Prior to the procedure, connection between the filter delivery system and the delivery rod had broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two electronic photos were provided and reviewed. The first photos shows that the one filter storage tube and the filter was seen inside the storage tube and pusher wire was noted to be detached. The second photos shows that the storage tube and the filter was seen inside the storage tube in an open packaging and an hcp was showing a one pusher catheter with detached wire. One electronic video was provided and reviewed. The hcp was removing the pusher catheter from the filter which was loaded in the storage tube and showing the pusher wire was detached from the pusher catheter. One denali femoral filter kit received for evaluation, on visual evacuation kit included one sealed introducer sheath and 8.4f dilator, and one unsealed pusher catheter, one touhy-borst adapter loaded onto a pusher catheter, one partially deployed denali filter in a filter storage tube. The complaint sample appeared to have residue throughout the filter storage tube. The filter was observed to be partially deployed. The filter was returned. The pusher catheter arrived loaded into the touhy-borst adapter. The pusher wire was noted to be missing from the distal portion of the pusher wire. The filter was noted within the filter storage tube returned and slightly protruding the distal end. Functional testing, an in-house mandrel was used to deploy the filter from the filter storage tube. Resistance was felt during test. The filter deployed successfully. Filter limbs were present, and two filter legs were noted to be crossed. Remaining portion of the pusher wire was not deployed from within the filter storage tube. Therefore, the investigation is confirmed for the reported detachment of device or device component as pusher wire was observed to be detached from the pusher catheter. A definitive root cause for the reported detachment of device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. Prior to the procedure, connection between the filter delivery system and the delivery rod had broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.